Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient has pain at the ipg site after losing weight and one of their leads have high impedances. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the ipg and lead were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.